Manufacturer narrative:
This report has been identified as b. Braun medical internal report #(B)(4), if additional pertinent information becomes available, a follow up report will be submitted. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: a dressing soaked with prontosan was put on the lower leg of the patient. After 15 minutes,. The patient started to feel a tingling sensation in her hands, face and tongue got swollen. The patient also got flush and warm on the skin above the groin. Urticarial blisters occur. Somnolence. Fainting. The patient is taken to emergency for treatment with adrenaline. Initially the patient got betapred 0.5 mg 10 tablets + antihistamine 1 tablet. The patient is a diabetic and is treated with tablets. After receiving cortisone the patients blood sugar was elevated. The patient recovered but had to stay on monitoring ward during the night.